Event description:
Medtronic received a report that 2 axium prime bare coils (apb-2-8-hx-es) encountered resistance and became stuck at the catheter hub. The coils did not smoothly extend from the introducer sheath. It was reported that the coils were stuck in the hub and proximal position and there was a sense of blockage-like resistance and failing to advance. It is unknown if there was damage to the catheter or coils. An axium prime bare coil (apb-1-4-3d-es) was observed to be broken inside the package at the handle, with proximal pusher kinking/disconnection so it was not used. The products were replaced with non-medtronic products to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a ruptured, amorphous, left icpc aneurysm with a max diameter of 7 mm. The patient's blood flow and vessel tortuosity were unknown. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Additional information received. The aneurysm neck diameter was unknown. The cause of the resistance encountered during the procedure could not be determined. A continuous saline flush was administered and maintained as indicated in the IFU. During preparation, the introducer sheath was held vertically when the implant coil was pulled back inside for hydration. No specific preparation steps were performed prior to the observed damage to the handle/proximal pusher. Upon opening the package, it was noted that the black rubber stopper (guidewire clip) had come off, although there was no confirmed damage or evidence of tampering to the device packaging. The device packaging, including the outer box and carton, was not damaged upon delivery. The only issue observed was the detached black stopper. The cause of the handle/proximal pusher damage could not be determined, and it is unknown if any issues directly resulted in the observed damage. Additional information received provided clarification of the following: apb-2-8-hx-es (lot: 229583296) was the coil that was damaged inside the package, so it was not used for the patient. Apb-2-8-hx-es (lot: 229583298) and apb-1-4-3d-es (lot: 227179040) were the coils that encountered resistance at the phenom 17 microcatheter hub and did not come out of the sheath smoothly.

Manufacturer narrative:
Product analysis#: 708819121: used: video inspection system (m-85519), ruler (m-83360), pin gauge sets (m-84083, m-84081), in-house 0.0165¿ mandrel drawing(s) referenced: dwgsfg11xxx-yyyy-zz rev. F, d00164856 rev. B, dwgs50796 rev. A, d01153498 rev. B as found condition: the phenom-17 micro catheter and two axium prime devices were returned for analysis within a shipping box, within a resealable plastic biohazard pouch, within their opened outer carton and within individual resealable plastic pouches. A third axium prime device was also returned and will be addressed in pli-10. Visual inspection/damage location details: (pli-40) no damage was found with the phenom-17 micro catheter hub. No damage or irregularities were found with the exterior of the micro catheter body or marker band. The distal tip appears to be damaged. The inner liner was found damaged. (Pli-20) no damage or irregularities were found with the introducer sheath. The distal ~3.0cm of the axium prime pusher was found kinked. The axium prime implant coil was found still attached to the pusher and found damaged within the introducer sheath. The distal implant coil was found knotted outside the distal introducer sheath. (Pli-30) the distal ~14cm of the axium prime pusher was found kinked. The axium prime implant coil was found still attached to the pusher and found stretched and damaged within the introducer sheath with the polypropylene filament broken. No damage was found with the introducer sheath. Blood was found within the introducer sheath and on the implant/pusher. Testing/analysis: (pli-40) the phenom-17 micro catheter total length was measured to be ~160.1cm and the usable length was measured to be ~152.3cm, which is within specification (specification: total (ref) = 156.5cm, usable = 150cm ± 5cm). The micro catheter was flushed with water and water did not exit out the distal end. An in-house 0.0165¿ mandrel was inserted into the phenom-17 micro catheter hub and became stuck about ~0.2cm after it passed the hub. The catheter was cut, and an occlusion was pushed out of the hub proximally. The occlusion was found to be bunched up inner liner tubing. (Pli-20) the axium prime implant coil could not be retracted back within its introducer sheath due to the knot found. The axium prime device could not be used for resistance testing due to the damaged condition. The axium prime implant coil tip od (outer diameter) was measured and found to be 0.0106¿ which is within specification (specification: 0.0108¿ +.0010¿/-.0020¿). The introducer sheath ID (inner diameter) was measured and found to be 0.0175¿ (0.4445mm) which is within specification (specification: 0.46mm ±0.02mm). (Pli-30) the axium prime implant coil could not be advanced through the introducer sheath as it was found stuck and was retracted out. The axium prime device could not be used for resistance testing due to the damaged condition. The axium prime implant coil tip od (outer diameter) was measured and found to be 0.0109¿ which is within specification (specification: 0.0108¿ +.0010¿/-.0020¿). The introducer sheath ID (inner diameter) was measured and found to be 0.0175¿ (0.4445mm) which is within specification (specification: 0.46mm ±0.02mm). Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance in cath. Hub¿ and ¿catheter resistance at hub¿ were confirmed. The cause of the resistance was found to be the damaged inner liner occluding the micro catheter. Possible causes for catheter liner damage are high force deliver, devices not hydrated prior to use, continuous flush was not used during procedure, guidewire advanced aggressively, guidewire advanced against high resistance, or more than one device used simultaneously in the micro catheter. Customer asserts continuous flush and devices were prepared per IFU. As no other information was reported, the likely cause could not be determined. The customer report of ¿coil resistance/stuck in sheath¿ was confirmed for both coil devices. It is possible the resistance occurred due to the occlusion found in the phenom-17 hub, causing the implants to become damaged/stretched and the pushers to become bent/kinked. No non-conformance to specifications were found that would contribute towards the resistance in sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.